Manufacturer narrative:
The end user reported that when she attempted to sit on the rollator in the kitchen, one of the legs broke and she fell. She was admitted into the hospital for observation for 48 hours. X-rays were taken and there was no serious injury or medical intervention as a result. The sample was not returned for evaluation. A root cause has not been determined. The device is approximately 5 years old and no maintenance had been performed on it. Due to the reported admission and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the end user fell while using the rollator and was admitted into the hospital.